Event description:
In 2005 (date unk), an fep ringed gore-tex vascular graft was implanted in an iliac-popliteal bypass. In 2009 (date unk), the graft was observed to be occluded. A bare stent was implanted. The following month (date unk), the graft was infected and removed. When the physician held the graft with forceps to remove it, the ring came off the graft easily. Further investigation is pending.

Manufacturer narrative:
Implant date is unk; however, the implant duration was reported to be at least four years. Device evaluation anticipated when device is returned. The investigation is presently in progress.